Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal and a scratched lcd lens. Functional testing was unable to duplicate an unknown issue; however, testing revealed the dso damage. The dso seal and lcs lens were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was sent in for repair for an unknown issue. The device evaluation revealed a dso seal issue. There was unknown patient involvement.